Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, resistance was noted during removal of the lock line. At that time, only one end of the lock line was accessible, and traction was applied until partial withdrawal of the line was achieved. A knot was observed while removal attempts were made. The lock line subsequently became restricted again and could not be further removed. A decision was made to apply tension to the lock line while attempting to open the clip. This maneuver resulted in unlocking of the clip. The clip was successfully opened and inverted for retraction into the left atrium. The clip was then removed from the anatomy, and a replacement clip was utilized to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
All available information was investigated, and the reported knotted and jammed lock line were confirmed via device analysis. Additionally, the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line and torn clip cover were unable to be determined. The reported jammed lock line was a result of the reported knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, resistance was noted during removal of the lock line. At that time, only one end of the lock line was accessible, and traction was applied until partial withdrawal of the line was achieved. A knot was observed while removal attempts were made. The lock line subsequently became restricted again and could not be further removed. A decision was made to apply tension to the lock line while attempting to open the clip. This maneuver resulted in unlocking of the clip. The clip was successfully opened and inverted for retraction into the left atrium. The clip was then removed from the anatomy, and a replacement clip was utilized to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.